Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4 row b was failed. The customer stated that the malfunction occurred when user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 row b failed. One of the pockets had medication in it, but the system recognized the whole row as empty. A technical support specialist found through the special handling notes that it was necessary to email the biomedical department instead of creating a work order. The system functioned as intended after the technical support specialist investigated the device.